Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the reported difficulties and the subsequent treatment is related to the circumstances of the procedure. It is likely an interaction with patient anatomy or suture pulled until it breaks contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The nmpa report number is (B)(4): it was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after an interventional procedure with a 6f sheath. Reportedly, the suture broke. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.